Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation. The procedure was completed with a different device. No patient complications were reported. The device has been discarded by the facility. It was further reported that the balloon rupture at 6 atmospheres for 20 seconds. The device was removed and the patient was in good condition.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation. The procedure was completed with a different device. No patient complications were reported.